Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged and the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/8/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump black box did not reveal any pump reboots. The ¿no power¿ issue was duplicated during the investigation. The returned battery cap threads were found to be damaged. The returned battery cap was unable to fully secure to the pump and it was difficult to remove once it had been attached. A test battery cap secured to the pump and maintained electrical connection. The returned battery cap contact height was found to be out of the required specifications. The battery cap contact width was within specifications. The battery compartment was found to be cracked above the bumper pad and on the side extending from the threads to the case seal. There was no evidence of moisture inside the battery compartment. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was inside the pump.